Event description:
It was reported that the ilet issued a persistent alert 38 indicating a stalling motor, which recurred after restarts and across supply changes, and the user experienced elevated blood glucose with a recorded maximum of 285 mg/dl and periods above 180 mg/dl for a few hours at a time. Symptoms included hyperglycemia without reported ketone testing, medical intervention, assistance, or acute complications. Outcomes included temporary interruption of therapy requiring user restarts and education on shutdown, with continued cgm monitoring recommended. Investigation included customer support troubleshooting and education, data synchronization guidance, and logistical coordination for device return and replacement. Investigation of this device revealed a device motor stall consistent with a pump mechanical or drive component malfunction leading to high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor drive mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.